Event description:
A pump with a broken door on channel 1. Although attemps were made to obtain additional information from the reporting facility, details were nota available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a patient when the problem was found was also not available.